Event description:
It was reported that the ventilator had lost power with no audible alarm while connected to the patient. The ventilator would not power back on again. The patient was rushed to the hospital. No patient harm reported.

Manufacturer narrative:
We were able to duplicate the reported problems that the ventilator lost power and would not power back on again. During bench testing, the ventilator failed to power on using either external or internal power sources. When connected to an ac adapter, the ventilator did not recognize the presence of this external power source as indicated by the "external power" led remaining off. Internal inspection of the ventilator revealed a blown fuse on the power board. When a test power board was installed, the ventilator powered on using both external and internal power sources. While operating from the internal battery, the vent alarmed both audibly and visually for battery low 74 minutes into the battery rundown test. It again alarmed both audibly and visually for battery empty 81 minutes into the battery rundown test. The ventilator then shut down 2 minutes later due to a fully depleted internal battery condition. It alarmed both audibly and visually for this inop condition. A review of the event trace revealed a constant reset loop on the reported date of (B)(6) 2014 as indicated by the "ln vent1" alarm conditions. All alarm entries leading up to the reset loop condition have been overwritten and are no longer available.